Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia with blood glucose over 400 mg/dl for approximately nine hours while using the ilet system with inset 23" 6 mm infusion sets and noted that correction doses did not appear to deliver despite multiple set changes and site relocations. Symptoms included sustained elevated glucose readings and system alerts for high glucose. Outcomes included use of subcutaneous insulin by pen as backup therapy, with no reported hospitalization, medical intervention, or acute complications. Investigation included troubleshooting and education with review of available reports. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event involved high glucose with an undetermined cause and that user safety actions were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.